Manufacturer narrative:
The cobas e 402 analytical unit module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for 3 patient samples on a cobas e 402 analytical unit module. Patient 1's initial result in (B)(6) 2026 was 1.51 coi (reactive). The repeat result was 1.59 coi (reactive). An additional result was provided of 1.49 coi. Patient 2's initial result in (B)(6) 2026 was 1.30 coi (reactive). The repeat result was 1.32 coi (reactive). An additional result was provided of 1.29 coi. Patient 3's initial result on (B)(6) 2026 was 5.06 coi (reactive). The repeat result was 4.96 coi (reactive).